Event description:
The following has been reported: "problem: unit was in shop repair shelf. When unit was turned on, it displayed series of error and continuously alarms. Action: replaced power supply board as there was an issue with charging. Suspected that reason for the error codes can be either defective cpu or display board. Tested with working cpu board and display board. Find out display board is defective and replaced the same. All alarms disappeared. Did all function test. Unit is working good. Needs to replace front cover. Screw seal is missing from the*front cover needs replacement. There is a missing screw seal from the cover.cannot tighten one screw inside*. Needs to order new front cover. Resolution: unit back to service." Reporting due to the referenced issues as a conservative measure. No adverse event reported. More information is needed to complete the investigation.